Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, 99% stenosed, proximal left anterior descending (lad) coronary artery. A 1.20 x 6 mm tenku rx balloon dilatation catheter (bdc) was selected for the procedure. No issues were noted during unpacking, inspection and preparation of the bdc. The bdc was advanced to the lesion with no resistance, crossed and upon the second inflation to 10 atmospheres the balloon ruptured. The bdc was removed for the anatomy and was replaced with an unspecified bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.